Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. Per the customer reported complaint, the OEM confirmed that an endoscope lens was missing. Damaged glue joints were observed, which resulted in fluid invasion and subsequent damage to the optical components. Sterility is the responsibility of the person/institution performing the sterilization. Isi's reprocessing instructions for cleaning, disinfection, and sterilization information for reusable instruments, accessories and endoscopes used with da vinci, da vinci s and da vinci si systems lists isi's recommendations for methods of sterilization and the parameters. Sterrad 100nx used by the site is not recommended by isi and has not been validated for efficacy (i.e. Process achieves expected cleaning/sterilization results) and compatibility (i.e. Process doesn't damage the product).

Event description:
It was reported that during a da vinci s hysterectomy procedure, the vision was not ideal when using the system's 12mm schoelly 0 degree endoscope. After the surgical procedure was successfully completed, the endoscope was taken to the biomedical department and the biomedical technician observed that a lens was missing. It cannot be determined if the lens went missing prior to inserting the endoscope into the patient or while it was inserted in the patient during the surgical procedure. It was also reported that the site had been using sterrad 100nx in their endoscope cleaning and sterilization process.